Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple air gaps in the tubing. There was no impact to the customer's blood glucose level. The customer successfully changed the infusion set tubing to address the event.